Manufacturer narrative:
Section a2: age and date of birth: unknown/not provided. Section a3a: sex: unknown/not provided. Section a3b: gender: unknown/not provided. Section a4: weight: unknown/not provided. Section a5: ethnicity: unknown/not provided. Section a6: race: unknown/not provided. Section b3: date of event: unknown/not provided, but the best estimate date is on or prior to (B)(6) 2025. Section d6a: if implanted, give date: not applicable, as lens was inserted and then removed during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was inserted and then removed during the same procedure. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a non-preloaded monofocal intraocular lens (iol) had a bent trailing haptic. The lens was removed from patient's eye and not used. Patient status is unknown. No further information was provided.